Event description:
The caller contacted baxter's technical service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc), during dwell 4 of 4. The patient was connected at the time of the alarm. The patient line was properly primed and no patient extension lines were being used. The patient did not disconnect any time prior to the alarm and all of the bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The technical service representative (tsr) had the home patient (hp) check the lines and bags and found that the 2 unused supply line clamps were open. The tsr explained that the clamps should always remain closed. The hp cycled power off and on to clear the system error 2240 and the following system error 2367 which occurred while ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The tsr advised the hp to notify the peritoneal dialysis registered nurse of missed therapy as soon as possible. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error - open clamp". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.